Event description:
It was reported that during implantation, a chunk of the impactor broke off. Surgery was completed with the same device since it was functional enough to set the implant. No serious injury reported.

Manufacturer narrative:
The affected device was returned and evaluated. A visual inspection of the femoral impactor confirmed the complaint that the poly impactor bumper has fractured. The fractured piece was not returned with the complaint device. The device was manufactured in 2017 and, with the exception of the bumper, shows light wear and use. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. The complaint history revealed no additional complaints for this device. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.